Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function.

Event description:
On (B)(6) 2023, the patient called lifescan (lfs) us alleging that they were receiving inaccurate high results on their onetouch verio reflect meter. The complaint was classified based on the customer care agent (cca) documentation and on additional information by the medical surveillance specialist after reviewing the call recording. The patient stated that on (B)(6) 2023, they experienced a low blood glucose excursion after taking insulin based on a result of ¿190mg/dl¿, this result was obtained at approximately 9:15pm. The patient took ¿40 units of lantus¿ instead of their usual 35 units due to this result. At approximately 11:30pm the patient began to experience symptoms they described as ¿shaky¿, ¿sweating¿ and ¿crashing¿, all symptoms that they associated with hypoglycemia. In response to these symptoms the patient performed another blood glucose test on the subject device and the result was ¿79mg/dl¿ however, as the patient believed they were experiencing hypoglycemic symptoms they performed a test on a back-up meter. They obtained a reading of ¿49mg/dl¿ on a ¿true metrics¿ meter. The patient manages their diabetes with insulin (¿lantus, self-adjusting¿ and ¿humalog¿). They did not receive any treatment for their symptoms. During troubleshooting, the cca determined that the testing technique was correct and that the patient did not have control solution. Replacement products (meter, test strips and control solution) were sent to the patient. This complaint is being reported because the patient claims they developed signs/symptoms suggestive of a serious injury adverse event after taking insulin based on results obtained on the device. The subject device could not be ruled out as a contributing factor.